Manufacturer narrative:
Other relevant device(s) are: product ID: bi31000178, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. It was determined fused 10 was cracked. The fuse was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. There was no patient involvement. There was no power in the mobile viewing stations (mvs) and image acquisition system (ias). Troubleshooting included checking fuse 10 and 11 on the mvs power board. Fuse 10 was found to be cracked. No complications were reported/anticipated.